Manufacturer narrative:
This case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria. The device history record for radiesse (+) dermal filler lot 100100838 was reviewed. A lot search was conducted on the reported lot and no similar events were noted.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a (B)(6) year-old female patient. She was injected with 1.6 ml (2 boxes of 0.8 ml) of radiesse(+) into midcheek towards nasolabial, on (B)(6) 2018. Batch number was reported as 100100838 (expiry date: 02/2019). The patient had no previous treatments with lidocaine or similar local anesthetics with any issues. The patient's medical history included "acute on chronic rhinitis/allergic rhinitis and nasal polyps secondary to chronic sinusitis, with history of on off block nose" (no actual diagnosis was given before the patient saw the reporter). On (B)(6) 2018, the day after the radiesse(+) treatment, the patient felt slight swelling but thought it was normal after aesthetic treatment. Between (B)(6) 2018, the patient experienced intermittent fever and saw a general practitioner (gp) on (B)(6) 2018. Unspecified corrective treatment was given to the patient by her gp. Her fever settled after the first course of antibiotics, as reported. After that, fever with running nose recurred and on (B)(6) 2018 the patient was seen by the aesthetic physician (the reporter). The patient also complained of swelling at her left medial cheek near to nasolabial fold which was gradually noticed through 1-2 weeks. Associated with this, she also had difficulty with air breathing in from the same nostril. On examination she had no fever but had swelling at left nasolabial fold and cheek area. It was soft and non-tender, with normal overlying skin and nose appearance. Corrective treatment included short course of antibiotics and symptomatic medicine (augmentin 625 mg and loratadine 10 mg, both once daily for 5 days, and papase three times a day for 5 days). At follow up on day 3, the swelling subsided 80%. The patient resolved after medicine but the symptoms were recurring. Her swelling persisted but she had no hemoptysis. A week later, the patient complained of recurring swelling lump on left nasolabial fold. On examination she had no fever but the swelling was noted at nasolabial fold, near alar region, and the skin was normal. Inspection of left nostril noted lateral wall swelling, which was round, regular and dark red. The physician's provisional diagnosis was nasal polyps secondary to chronic sinusitis with acute on chronic rhinitis, since the patient presented with upper respiratory symptoms and based on the patient's medical history for which no actual diagnosis was given before. On (B)(6) 2018, the patient saw ear, nose and throat (ent) surgeon. At that time, the patient had swelling at left nasolabial region for one month, with on and off pain. Ent asked the patient to proceed with computerized tomogram (CT) scan, and she was hospitalized on (B)(6) 2018. On (B)(6) 2018 the performed CT showed a well-defined thick calcified run lesion with central lucency at left nasolabial region measuring 7.6 mm x 11.5 mm. This was associated with scattered calcifications of varying shapes and sizes (linear, specks and round) within subcutaneous tissue of the cheeks bilaterally. No bony erosion was seen, and the paranasal sinuses were clear. On (B)(6) 2018, the operation to remove the detected lump was performed. On (B)(6) 2018, the patient was discharged and given medical certificate 5 days after. On (B)(6) 2018, the histopathological report was written that stated that on microscopic appearance the tissue section showed numerous cystic spaces filled with foreign material surrounded by multinucleated giant cells, histiocytes, neutrophils, lymphocytes and plasma cells. No evidence of neoplasia was seen. Interpretation was left nasolabial cyst as foreign body granuloma. The patient was hospitalized again on (B)(6) 2018 as fever recurred after operation and was discharged on (B)(6) 2018 and went back to work as normal. As reported, the excised lump which was at left nose and around nasolabial area was attributed to the systemic allergic reaction. The reporter commented it was less likely an allergic reaction, but possible accumulation of products, or possible granuloma when the product was injected into preexisting inflammation. The diagnosis of allergic reaction was not confirmed and allergy test was not performed. The outcome for 'lump/ left nasolabial cyst: foreign body granuloma' and 'fever' was considered as resolving, and for all other events it was not reported. In the opinion of the reporter, the events were of mild intensity, possibly related to radiesse(+), and relatedness to lidocaine incorporated in the product was not justifiable.

Event description:
Follow-up information was received on 08-nov-2018: the event "cough" was reported and considered included in "upper respiratory symptoms" already previously coded. It was confirmed that the patient experienced fever, cough, rhinorrhoea and swelling at the left nasolabial fold. When asked in regards to the reported lump, whether it was referring to the previously diagnosed nasal polyps and later confirmed granuloma, it was clarified that an examination from 'inspection' (lateral nasal swelling at left nostril) was unable to conclude or differentiate whether it was granuloma or polyps. In the opinion of physician, it was possible an accumulate of products or possible granuloma caused by the injection into a pre-existing inflammation. The product application and patient underlying condition were considered as the cause of the events. The reason for the first hospitalization was clarified as observation after operation to remove the lump'. The "medical certificate" (mc) provided by the physician was showing the employer that the patient was unfit for work for 5 days. The ears, nose and throat (ent) surgeon, who provided the histopathology report and a photograph of the CT scan, added that the patient was going to be monitored. As reported, the patient was back to work as normal. The outcome of the event "cough" was not reported.